Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). The device was returned for analysis. Visual and tactile examination revealed multiple kinks along the length of the hypotube shaft. Inspection of both the outer and inner lumens, as well as tactile assessment of the entire extrusion, identified no abnormalities. The stent was returned attached to a snare. Microscopic examination of the snared stent revealed severe mechanical damage, with evidence of stretching and bunching along its length. There was no indication that positive pressure had been applied to the balloon. Crimp marks were clearly visible, and no traces of contrast media were found within the balloon material. The bumper tip showed no signs of distal damage. Due to the extent of the stent deformation, it was not possible to accurately measure the outer diameter (od) of the crimped stent. However, a review of manufacturing records indicated that the maximum crimped stent od for this batch was 0.0387 inches, which is within the specified limit. The complaint of stent dislodgement is confirmed based on the condition of the returned product.

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 70% stenosed target lesion was located in a mildly tortuous and moderately calcified segment of the coronary artery. Pre-dilation was performed using 1.5 x 15 and 3.0 x 20 balloon catheters. A 2.75 x 20mm synergy xd drug-eluting stent was advanced to the target site for treatment. However, during the procedure, the stent detached from the balloon catheter. The detached stent was retrieved using a non-boston scientific device and the procedure was completed using a balloon to dilate the artery. No complications were reported, and the patient remained stable with a very good prognosis.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 70% stenosed target lesion was located in a mildly tortuous and moderately calcified segment of the coronary artery. Pre-dilation was performed using 1.5 x 15 and 3.0 x 20 balloon catheters. A 2.75 x 20mm synergy xd drug-eluting stent was advanced to the target site for treatment. However, during the procedure, the stent detached from the balloon catheter. The detached stent was retrieved using a non-boston scientific device and the procedure was completed using a balloon to dilate the artery. No complications were reported, and the patient remained stable with a very good prognosis.